Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The right ventricular lead exhibited elevated pacing impedance and capture thresholds. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition.